Manufacturer narrative:
Device received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self test, rewind test and displacement test or verify battery out limit alarm due to missing spring

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 107 mg/dl. The customer was assisted with troubleshooting. Blank screen reported while troubleshooting. Customer stated that they received multiple battery out limit alarms when batteries were out of the insulin pump for less than one minute. Customer reported they were able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.